Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. Dexcom technical support advised patient's mother to perform reset on device. Patient inserted sensor into arm, which is not an approved site. The patient's mother did not report any injury or medical intervention.